Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. It was also reported that the pacemaker exhibited telemetry lockout which was restored in clinic on (B)(6) 2025, the following day the pacemaker exhibited loss of telemetry. There were no patient consequences.